Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device reached elective replacement indicator (eri) and there may have been premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.